Event description:
The patient reported he has experienced the v-go 40 devices fall off. No specific event dates or number of occurrences were reported. It was reported that a device sample was available for return to the manufacturer for evaluation. However, to date, has not been received.

Manufacturer narrative:
Device evaluation: one device was received and evaluated for the device fell off complaint. A visual inspection was performed. The foam pad showed some contamination. An accurate assessment of the foam pad could not be performed; due to the used condition of the returned device, the original adhesion properties could not be verified. Based on the condition upon receipt, a moderate amount of adhesion residue was observed on the pad. A functional test was performed. The adhesive pad was probed, and it verified that there was a moderate amount of adhesion remaining. After probing the foam pad, the adhesive pad was attached to the technician's glove; the device was lifted off the table surface, and the adhesion strength was verified as still sufficient. The complaint about this device could not be confirmed.